Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was having flow issues. This was discovered during use. The following information was provided by the initial reporter: one connector was noticed with flow occluded during priming. No adverse events on the end user.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was having flow issues. This was discovered during use. The following information was provided by the initial reporter: one connector was noticed with flow occluded during priming. No adverse events on the end user.